Event description:
It was reported that the 9800 system experienced an image issue and system rebooted during a case. The case was completed with another system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Customer bio-med adjusted the 5vdc on the generator interface board (gib) and replaced the interconnect cable. The system was tested, and found to be working as intended.